Manufacturer narrative:
The detailed analysis of the data logs and of the patient folder led to the following observations: the impossibility to connect the arm was due to a memory allocation issue that prevents its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. The second issue: expected restart of the device during the process - was due to the virtual memory mismanagement. These software anomalies will be addressed through our design issues management process. UDI#: (B)(4).

Event description:
During surgery, an error message appeared stating "error detected. Try to restart the application. In case of failure, shut down the device." Device was restarted multiple times in order to enable the connection.